Event description:
During final inflation, mitral regurgitation went from mild/moderate to severe. No abnormality noted with device on imaging and was intact on final inspection on the back table post procedure. No flail or chord rupture noted. Patient remained stable without additional measures short term. Thoracic surgeon recommended balloon pump and surgery following morning. Mitral valve replacement surgery performed (B)(6) 2022. The patient's current status: stable.

Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it.therefore, we judged that this event was not caused by manufacturing process.